Manufacturer narrative:
A ge service representative performed an onsite investigation. The control panel processor pcb was evaluated and identified as requiring replacement. Due to the obsolescence of this component, a system...

Event description:
The customer reported that the system exhibited an error, locked up and required a reboot in an attempt to regain system functionality. No patient serious injury or death was reported related to this event.